Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The patient had food poisoning approximately 1 week prior to the peritonitis infection, which is suspected to be related to the event, according to the pd nurse. The patient¿s pd culture yielded growth of enterobacter cloacae. Enterobacter is known to inhabit the gastrointestinal tract of humans and can be also be found in foods. Therefore, it is reasonable to attribute the patient¿s preceding food poisoning as a likely co-founding factor in the peritonitis infection.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient has peritonitis. Upon follow up, a peritoneal dialysis registered nurse (pdrn) stated the patient was experiencing abdominal pain and as a result went to the outpatient pd clinic on (B)(6) 2019. In the clinic, a pd culture was performed which yielded growth of enterobacter cloacae and an elevated white blood cell (wbc) of 5,929. The patient was sent to the hospital and admitted the same day (on (B)(6) 2019) for peritonitis. The nurse stated she did not have any details available regarding the patient¿s hospitalization as the hospital discharge summary was not available. However, the nurse stated the patient was treated with unknown antibiotics and was transitioned to hemodialysis. The patient was discharged on an unknown date and currently remains on hemodialysis. Per the nurse cause of the event is believed to be related to food poisoning which occurred on (B)(6) 2019. The nurse indicated there were no fluid leaks or any product issues experienced by the patient in relation to the event and not suspected to be related to use of any fresenius device, product or drug. The patient is expected to resume pd therapy.